Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 62-217-dk) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's medical history included migraine, hair loss and back pain. Concurrent conditions included hydronephrosis, hypermobility syndrome and post coital bleeding. Concomitant products included butalbital since 2015, ibuprofen since 2018, meloxicam since 2018, promethazine since 2015 and tramadol since 2018. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), pruritus ("itchiness"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraines/headaches") and vulvovaginal pain ("vaginal pain"). On (B)(6) 2016, the patient had essure inserted. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, pruritus, dysmenorrhoea, dyspareunia, alopecia, migraine and vulvovaginal pain outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, pruritus, vaginal haemorrhage and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-sep-2019: pfs received. Product indication updated. Essure explant date added. Previously reported ¿injury to herself¿ was updated to pelvic pain. Events added: abnormal bleeding (general), abnormal bleeding (vaginal), menorrhagia, itchiness, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), hair loss, migraines/headaches, vaginal pain and she did not underwent an essure confirmation test. Medical history and concomitant drugs added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.